Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 curved tip stapler instrument jaws locked up. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The customer informed the instrument was inspected prior to use. No damage out of the ordinary. A bronchoscopy with left sided robotic assisted thoracoscopy, left lower lobectomy and mediastinal lymph node dissection was being performed. The issue did not occur after a fault. Target tissue was the lungs. The jaws were not stuck on tissue. There was no bleeding. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.